Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
On (B)(6) 2018, the customer changed tubing on their cobas integra 400 plus (i400+) analyzer due to controls recovering low. The customer replaced the chloride electrode, then ran controls. Chloride control recovery was better. The customer runs controls at the beginning and end of each patient sample run. On (B)(6) 2018, the customer ran an unspecified number of patient samples. The na+ electrode (sodium) and chloride values for these samples changed from the beginning to the end of the run. The customer provided data for 6 patient samples and of these, one had erroneous sodium and chloride results that were a reportable malfunction. The sample was repeated and repeat results were believed to be correct. The initial sodium result for the sample was 126.34 mmol/l accompanied by a data flag. The sample was repeated six times, resulting with sodium values of 135.98 mmol/l, 136.34 mmol/l, 136.64 mmol/l, 136.64 mmol/l, 136.93 mmol/l, and 136.27 mmol/l. The initial chloride result for the sample was 111.18 mmol/l accompanied by a data flag. The sample was repeated three times, resulting with chloride values of 98.78 mmol/l, 98.51 mmol/l, and 98.78 mmol/l. The patient was not adversely affected. The sodium electrode lot number was 21574747, with an expiration date of 31-aug-2018. The chloride electrode lot number was 21574847, with an expiration date of 18-may-2018. The field service engineer could not determine a cause. He primed the ise module and added activator reagent. He could not duplicate the issue. He ran diagnostic checks and an ise performance check. The customer ran calibrations and controls. The customer accepted the control results. The investigation was unable to find a definitive root cause.